Event description:
It was reported that this implantable pacemaker exhibited high output. Boston scientific technical services (ts) stated that it was hard to believe that there was either a device problem. Thus, suggested checking unipolar. As f this time, the device remains in service. No adverse patient effects reported. Additional information obtained from the field which indicated that the physician just moved the lead to a different location and then got the same threshold numbers through the pacing system analyzer (psa) and the can. The issue happened during implant procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable pacemaker exhibited high output. Boston scientific technical services (ts) stated that it was hard to believe that there was either a device problem. Thus, suggested checking unipolar. As f this time, the device remains in service. No adverse patient effects reported.